Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Despite multiple attempts of repositioning, the right ventricular (rv) lead exhibited higher capture threshold, a sensing anomaly and high impedance. The patient became hypotensive. As a result, the rv lead was removed and the physician completed the procedure. The patient will be transferred to another medical center. The patient was in stable condition.